Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was located in the left anterior descending artery. The 2.50 x 24mm promus element stent was implanted. Following stent implantation, an unspecified balloon catheter tip caught on stent. During post dilation, stent deformation was noted. The physician considered the stent to be well apposed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is caused by another device. (B)(4).